Manufacturer narrative:
Product event summary: analysis confirmed the reported event; one lcd (liquid crystal display) connector was siliconed (open). Analysis also found the upper case, lower case, side bail covers, and battery drawer are broken. Battery release is contaminated, ring cover and ring bail are missing, side bails are bent, battery contacts are compressed, and keyboard is scratched. It is noted no battery was returned with the device. It is also noted there was no silicone on the lcd (liquid crystal display) keyboard connections.

Event description:
It was reported the atrial knob makes no adjustments. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.